Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their interstim stopped working 2 years ago and it was not because of the batteries. They reported their doctor ran various tests and they were retaining urine. The interstim had been turned off but not removed. The patient was offered to be connected with a provider, provided with the number for a mdt patient support representative and encouraged to call their hcp when they declined to be connected on the call.

Event description:
Additional information was received from the patient. It was reported that the patient stated their stimulator worked perfect for 2 years then all of a sudden it quit, they tried different settings and went to the doctor's office in (B)(6) who looked at it tried a couple of things but started discussing the catheter their retention worsened and now they are on a catheter full time and they have been for two years but the stimulator is still in there and they do not know if it is still working or not, they just threw the stuff in a drawer and said they are considering trying to use it again. Patient asked about device longevity and asked if it could have been a faulty stimulator. Reviewed some device therapy information and redirected to their doctor to further address the issue. Offered the phone number for the doctor in (B)(6) and sent email with physician listings. Redirected to call back if they need further assistance to use their equipment. Additional information received from the patient indicated that the cause of their device not working was undermining. The patient stated they had retention issues prior to having the device implanted. It worsened because the device wasn't doing anything after 2021 or 2022, and that they could not believe how much they had retained as they were just getting dribbles. They went with device to try to resolve it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.